Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained rv oversensing due to ventricular oversensing was observed via a merlin.net transmission. The device was reprogrammed. Patient monitoring will continue.